Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of 570 mg/dl. The customer's blood glucose at time of call was 122 mg/dl. It was reported that the infusion set was changed and it was observed that the cannula was bent. It was also mentioned that the customer was vomiting, lost of appetite and was thirsty. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.